Manufacturer narrative:
A site visit was performed by a company-recommended nurse consultant. The nurse consultant performed an assessment of the possible causes of endophthalmitis at this facility. Potential causes of endophthalmitis or tass identified at this surgery center either previously by the staff or on the day of the site visit include: inadequate amount of water used to flush the phaco and I and a handpieces with manual flushing; reuse of the rinse/flushing water all day; use of instrument cleaning detergent and enzymatic cleaners in the instrument cleaning process; use of detergent solution to flush the phaco handpiece; possible contamination of homemade y-tubing and syringe used to flush the phaco and I and a handpieces; possible bacterial growth on instruments left sitting on the counter overnight without terminal sterilization; possible cross contamination from instruments from other types of surgery being cleaned at the same time; inadequate maintenance of the ultrasonic cleaner; improper/inadequate maintenance of the stat/m cassettes; stressing the system; use of lidocaine gel or tetravisc prior instilling 5 percent porvidone iodine; use of vancomycin in the bss (balanced salt solution) 500 ml; use of preserved epinephrine in the 500 ml bss; intraocular use of bss that has been collected from the 500 ml bottle; uncapping the connection end of the phaco handpiece cord on the sterile field. The facility was advised to follow the recommended practices for cleaning and sterilizing intraocular surgical instruments from (B)(4). For the custom pak: the customer's complaint history was reviewed for the period of one year; this is one of three complaints reported for this issue. The custom pak lot specific to this event is not known; therefore, lot history and (DHR) device history record review not possible. A sample was not returned for investigation. For the viscoelastic: the lot specific to this event is not known; therefore, lot history and (DHR) device history record review not possible. A sample was not returned for investigation. For the intraocular lens: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. An investigation has been previously conducted by alcon, which shows no evidence or tass related to our product. The product investigation could not identify a root cause. For the cartridge: the complaint sample was not returned by the reporting facility. Product history records could not be reviewed for the cartridge because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. An investigation has been previously conducted by the manufacturer, which shows no evidence of tass related to our product. For the intraocular lens delivery system: no injector was returned for this report of endophthalmitis. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause cannot be determined. For the (bss) balanced salt solution: no sample or lot code was provided by the customer. Bss products are terminally sterilized and sterilization cycles are verified for acceptability prior to lot disposition. The root cause of this event cannot be determined. The root cause of the customer's complaint is not known; no samples were returned for evaluation. (B)(4).

Event description:
An administrator reported that a patient presented with endophthalmitis in the left eye following a cataract with (iol) intraocular lens implant procedure. The surgeon involved had recently "changed up" his surgery technique; he changed from a retrobulbar block" to topical anesthesia. A nurse consultant who visited the facility spoke with the surgeon. He stated that the patient presented on the first day post op with increased intraocular pressure (iop). The surgeon burped (opened) the wound at the slit lamp to decrease the pressure. The patient was then referred to a retina specialist for tap, culture and injection. There were no positive cultures but the patient did respond to antibiotics.